Manufacturer narrative:
It is unknown if the device will be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 2648988-2018-00020.

Event description:
A medwatch report# mw5076343 was received on 16apr2018 with the following information: on (B)(6) 2018, an ins8401 accudrain with anti-reflux valve had a crack to the proximal port and was broken at the stopcock. Additional information has been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. The DHR review of reported lot did not reveal any anomalies that could cause the reported condition. No event was recorded for the mentioned lot; therefore, the lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. Since no sample was returned the complaint could not be confirmed; documentation review shows that there are controls to prevent this type of defect at the manufacturing site; no further evaluation is possible at this moment.